Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause cannot be conclusively identified. Based on the results of the investigation , the power does not turn on and the image is not displayed. The cause of the indicated phenomenon is that the qb board has failed. The cause of the qb board failure could not be identified, however, it was presumed that it was caused by an accidental failure of an electronic component. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found an intermittent image when powered on due to a faulty qb board. In addition, there are cleaning solution stains and scratches on the window screen which affects the image clarity. Based on evaluation findings the reported issue was found to be attributed to faulty qb board. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
As reported the monitor does not power up, intermittently power goes on and display does not turn on. The issue found during preparation for use. There was no patient involvement, no user injury reported due to the event.